Event description:
It was reported that a device battery to be depleting faster than expected. Currently the evidence suggests that this product remains in service. The information was sent through a text message to a field representative. At this time, no additional information has been received despite several attempts thus far. No adverse patient effects were reported.